Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and damaged labels were noted. A functional evaluation revealed the device failed the weight test. The piston migration was at 2.6 inches. The motor was making a grinding noise. The reported failure was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet was not starting. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that the spider 2 tenet failed the weight test so there was a loss of traction which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.